Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device is affected. Reportedly, the user hit the right side of his head on the corner of a table and immediately afterwards was no longer able to hear with the device. Re-implantation was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reportedly, the user hit the right side of his head on the corner of a table and immediately after was not able to hear anymore with the device.